Event description:
Hill-rom received a report from a hill-rom technician stating staff at the clinic are using slingbar with quick release hook where a crack in the plastic on the quick release hook was noted. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the slingbar with quick release hook had a crack in the plastic on the quick release hook when he investigated product. In the user manual for universal slingbar it is stated under care and maintenance: "when using a quick-release hook is correctly fastened to the lift and the sling bar. Before lifting, check that the lifting accessory hangs vertically and can move freely." A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the slingbar with quick release hook to resolve the issue. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.